Event description:
It was reported that during the implant, the lead helix would not extend within 20 turns as specified in the manual. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.